Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. 36 months post stent graft implantation a request for a talent aortic cuff under ide (g020050) was requested. Vessel morphology is unknown. It was reported the CT demonstrated that the stent graft had migrated resulting in a type I endoleak. Due to the co-morbidities the pt is not a candidate for open surgical repair. The physician requested talent aortic cuff, because the pt's aortic neck was too short distally for an appropriately sized commercially available aortic cuff. The talent cuff was placed successfully. No additional clinical sequelae were reported and the pt is reported to be fine.